Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the displacement test due to faulty u7 on the interface board. They were unable to verify the motor error alarm due to the compromised force sensor system alarm. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown at the time of the incident. The customer's mother stated that they were not able to rewind the pump and received another motor error alarm. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.